Event description:
Patient reports experiencing pain and watering of the left eye and went to the hospital emergency room. She was referred to a clinic and diagnosed and treated for a bacterial infection. The condition worsened and three days later the patient was hospitalized for two days for observation. Patient reports the condition stabilized after treatment. The right eye began to experience similar symptoms and she went to the emergency room and then same clinic. She was diagnosed with an infection, and requested to stay at the hospital for observation and tests. The patient states she has since recovered. However states she has a residual scar and vision is affected. Medical records have been requested.